Event description:
The complainant alleged that the joystick was swapped out under recall via order (B)(4), joystick will now not turn off, the pin under the on/off switch is turning, it is not tight.